Event description:
According to the reporter, during use, the patient experienced a decrease in oxygen saturation. The lungs was auscultated and the air leakage of the tracheal intubation was clearly heard. The pressure of the device's balloon was measured to be 0, and the patient was then given a video laryngoscope to replace the device. After the tube was replaced, the patient's oxygen and degrees were restored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.